Event description:
It was reported that during a spinal surgery the motor device had "low power/torque". The planned surgical procedure was completed successfully without delay as an identical spare device was available. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).